Event description:
On (B)(6) 2025 an ilet user's daughter reported the user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2025. The user's daughter initially reported that excessive meal announcements may have caused the low bg event. However, upon review, the dexcom g6 continuous glucose monitor (cgm) displayed a bg of 134 mg/dl when the user's actual bg was 14 mg/dl. There were no extra meal announcements, and the pump appeared to be functioning normally. The user lost consciousness, prompting their spouse to call an ambulance. Ems transported the user to the ER, where they were later admitted for further treatment, including glucose administration and tests addressing calcium issues. The user was hospitalized from (B)(6) 2025 to (B)(6) 2025. No long-term effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.